Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high threshold measurements and dislodgement. It was indicated that this rv lead been revised three times due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis confirmed that the cathode coil (inner coil) was fractured at the distal end of the terminal pin. It appears the fracture likely occurred during the explant procedure. The cathode coil was also deformed and stretched in this area. The high threshold measurements and dislodgement could not be confirmed.